Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that the rt266 infant dual heated evaqua2 breathing circuit did not pass the initial leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand for inspection. The returned device was visually inspected and pressure tested for leaks. Results: visual inspection revealed that there was no damage or defect to the circuit. Pressure test showed that the circuit was within specification and not leaking. Conclusion: we were unable to determine why the subject circuit failed the ventilator leak testing as there was no fault found. The leak the customer experienced is most likely due to a loose connection in the setup. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in south korea reported via a distributor that the rt266 infant dual heated evaqua2 breathing circuit did not pass the initial leak test before use. There was no patient involvement.